Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Only one device was used to complete the procedure and no recaptures were performed. The patient was discharged home doing fine and on a medical regimen of coumadin. On (B)(6) 2020 the patient was admitted to the hospital with another gi bleed. They also had fluid overload and high creatinine. They have a history of thrombocytopenia and were given a heparin drip, thus they developed heparin induced thrombocytopenia (hit). It was also noted that the patient had a pericardial effusion that developed into a cardiac tamponade. They were ultimately tapped and the physician drew 850cc of fluid off of their heart. The next day the drain was removed and they were discharged doing fine to an extended care facility.